Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown pangea system/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Revision procedure occurred on (B)(6) 2015; however, the device was not explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a posterior fusion surgery using pangea hardware at an unspecified spine level, on an unknown date. Reportedly, the patient was believed to of had post-operative pain and returned to the hospital on (B)(6) 2015 for an exploratory surgery (revision) because the surgeon wanted to assess the hardware and the posterior fusion mass. It was reported that bone graft (on synthes product) was added after the surgeon decided not to do anything with the hardware. No additional information was provided. The pangea removal set was requested for the surgery but reportedly, it was not used. This report is for an unknown pangea system. This is report 1 of 1 for (B)(4).